Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had looked at a chest x-ray approximately one week post implant and felt that the right ventricular (rv) lead had moved. A revision was planned and the lead remains in use. No patient complications have been reported as a result of this event.